Event description:
Attorney's report of pt's alleged severe pain, recurrent hernia and explant due to defective plug.

Manufacturer narrative:
Pt had a recurrent hernia. The surgeon noted regarding the recurrent hernia repair that "at the time of the surgery, his plug was found to be unopened, and laying within the direct defect." Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.